Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 2 months due to severe symptomatic aortic stenosis. The tavr was successfully performed with a 26mm 9755rsl valve. Per medical records, the patient presented with heart failure with preserved ejection fraction, and shortness of breath. Tte showed severe aortic stenosis. A 26mm 9755rsl valve was successfully implanted. The patient was transferred to the cvicu in critical condition. On pod #4, the patient was discharged.